Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this patient presented to the emergency room due to a shock. This implantable cardioverter defibrillator (ICD) system oversensed noise on the right ventricular (rv) lead, which resulted in an inappropriate shock. It was noted that the pacing impedances had decreased from 500 ohms to 250 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Subsequently, a revision procedure was performed. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, low pacing impedances, and inappropriate shock.

Event description:
It was reported that this patient presented to the emergency room due to a shock. This implantable cardioverter defibrillator (ICD) system oversensed noise on the right ventricular (rv) lead, which resulted in an inappropriate shock. It was noted that the pacing impedances had decreased from 500 ohms to 250 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Subsequently, a revision procedure was performed. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.